Event description:
It was reported that during implant attempt, there was difficulty extending the helix with a j-stylet in place. The lead displaced into the svc (superior vena cava). A straight stylet was introduced, and correct helix extension and retraction were observed under fluoroscopy while the lead was still in the svc. The operator reattempted to introduce a j-stylet into the lead, but there was difficulty advancing the stylet to the lead tip. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): no anomalies found, however there was blood in/on the helix/lobe mechanism; full lead returned and analyzed.